Event description:
The user facility reported the mayfield skull clamp slipped while in contact with a pt. No pt injury has been reported. A request for add'l info has been sent to the reporting facility.